Event description:
Treatment of an ica aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for analysis as it was discarded.(B)(4).